Manufacturer narrative:
The investigation determined that lower than expected lac dt results were obtained from a single level of dt control fluid using vitros lac dt slides on a vitros dt60 ii chemistry analyzer. The assignable cause for the event is unknown. User error associated with control fluid pre-analytical sample handling or an unexpected vitros lac dt slide performance cannot be ruled out as contributing to the event. There was no indication the vitros dt instrument had malfunctioned.

Event description:
The customer complained that lower than expected lac dt results were obtained from a single level of dt control fluid using vitros lac dt slide on a vitros dt60 ii chemistry analyzer. Dt control ii results: 1.9 and 2.0 mmol/l vs expected 3.8 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action. No patient results were obtained during the timeframe of the event; however, the investigation cannot definitively conclude that patient sample results would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. This report is number two of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4)